Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead - (B)(6) 2009; 5071 implantable pacing lead - (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary : the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on therv (right ventricular) defibrillation coil and the svc (superior vena cava) defibrillation coil was beyond the expected upper range, and a lead impedance out of range alert triggered.

Event description:
It was reported that following a device changeout procedure, the high voltage portions of the right ventricular (rv) lead, as well as the left ventricular (lv) lead exhibited high/fluctuating impedances, and an rv lead fracture was suspected. The lead alerts were programmed off, and the leads remain in use. However, the following day, the patient complained of hearing alerts the previous night into the following morning. It was noted after further investigation that not all of the lead alerts had been programmed off correctly. The alerts will be programmed off, and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.